Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure. The patient experienced a cardiovascular collapse when the physician was implanting the right ventricular lead. Emergent chest tube was placed. The lead was extracted. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. New information received: serial number is (B)(4). Updated fields: serial number, lot number, expiration date, UDI, device manufacture date.